Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited helix anomaly. The helix would not extent with several turns then suddenly fully come out. The lead was not used and replaced. The patient was in stable condition.